Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 20 mmol/l (360 mg/dl) while wearing the pod for between 1 and 4 hours. The patient reported experiencing high bg levels, which required them to replace the pod to bring down their bg levels. The patient stated that they were unable to determine the cause of the issue but believed the pod was not delivering insulin correctly. The patient further reported that the pink slide did not move forward, which would indicate a needle mechanism failure. There was no medical assistance required.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.